Manufacturer narrative:
Manufacturing representative went to the site to test the system, no hardware parts were replaced. B19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that x-ray exposure was not possible due to the occurrence of an initialize detector error. A different serial product was delivered as a replacement. There was no patient present.

Manufacturer narrative:
Fdd code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Exposure was not possible." Installed encoder rail detector in imaging system. The mixed red and green amber led status light on encoder rail confirmed it was malfunction. MDR codes: b01, c02, d02. Return date: 2025-06-24. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Exposure was not possible ." Installed encoder rail in imaging system. Imaging system motion service console rotor confirms, axis data of the detector was active. MDR codes: b01, c19, d14. Return date: 2025-06-24. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: : bi71000185, serial/lot #: (B)(6) rev. K, ubd: , UDI#:, product ID:bi71000236, serial/lot #: (B)(6) rev. 1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000185: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000236: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.